Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system monitor would not power on. It was reported that restarting the viewing station of the imaging system multiple times restored functionality. There was no patient present when this issue was identified. No additional information was provided.